Manufacturer narrative:
Initial reporter foreign postal code: (B)(6). A visual inspection confirmed the jaw is free from the shaft. Disassembly of the shaft from the handle was performed in order to do a dimensional assessment. The components met print specifications. The device was reassembled to perform functional testing and testing confirmed the device would not cut. Upon further examination using a stereo microscope confirmed the cutting edges are dull and dented from use. The cutting edges are in need of sharpening as cutting edges in this condition would require excessive force to cut. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported the tip of the device broke. No patient injury or other complications were reported.